Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink continu-flo solution set experienced a connection issue to the bag. While spiking the set to the bag, it was observed that the spike was not fitting tightly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.